Event description:
It was reported when the screen case was opened the top swivel mount was loose and did not allow the screen to lock into place. The programmer and rf head were returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) system errors occurred in the past. Printed circuit board subassembly out of specification. The display screen flops back and will not stay in place due to two broken small hinges. (B)(4) cable electrically out of specification.